Event description:
Device issue: dislodged stent. Adverse event: removed using a snare device. Time of device issue and ae: during the procedure. It was reported that the 2.5 x 23 mm rx promus would not cross the severely tortuous lesion in the circumflex artery, and in the attempt to remove the device, the stent caught on the guiding catheter and the stent dislodged from the balloon. The dislodged stent migrated to right below the knee and was retrieved using a snare device. There were no reported adverse patient sequelae. No additional information was provided. You are receiving this MDR report from abbott vascular because (B) (4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the u.s.

Manufacturer narrative:
(B) (4). (B) (4). The device is expected to be returned for investigation. It has not yet been received.